Event description:
Per (B)(6) adverse event report, this pt reported to the ER with a hematoma at the implantation site. The pt received anti-inflammatory medication and antibiotics for approximately one week. The associated ICD and rv lead are reported to have been explanted on (B)(6) 2011. However, any surgical intervention associated with this lead is not mentioned.